Event description:
It was reported the device displayed error code 45636 during testing. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and presented scratched and cracks on lcd lens screen. The customer stated problem was duplicated. There was a constant error alarm with code 45639 upon power up. Faulty / inoperable main board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.